Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) dislodged to the right atrium after releasing from the delivery catheter. The lp was retrieved but was unable to separate from the retrieval catheter after removal. A different lp was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of dislodgement and separation failure could not be confirmed. The leadless pacemaker was returned for analysis. Visual inspection on the helix did not reveal any anomaly. The diameter of the docking button was measured and found to be within specification. Further analysis performed found no anomaly. A review of the device history record (DHR) confirmed no issues were identified related to this reported event. Longevity assessment found above the elective replacement indicator (eri) voltage with appropriate remaining longevity.